Event description:
It was reported that the user¿s ilet pump required a factory reset after meal announcements were used as correction doses with a reported blood glucose value of 247 mg/dl, which led to maladaptation of meal algorithms. The agent guided the reset and ensured reconnection to the mobile app. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.